Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had delay in communication between pyxis and server. The customer stated that there was a delay in the dispensing of medication to patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, had delay in communication between pyxis and server. The customer stated that there was a delay in the dispensing of medication to patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was delay in communication between pyxis and server. A technical support specialist stated that customer said that good to close the case for now and no resolution or repair information was provided.